Manufacturer narrative:
Additional information has been provided in sections h.6 and h.10. The customer did not request service for the system.the system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic operating console was not able to maintain pressure in the eye while there was no irrigation during a vitrectomy surgery. No system messages were displayed. The fluid bottle, tubing and fluid cartridge were verified by the surgeon with no intervention taken. The issue was resolved by allowing a few minutes for the eye pressure to increase. The procedure was completed with no harm to the patient. Additional information has been requested, but has not yet been received.